Event description:
A customer in the united states contacted biomérieux to report a misidentification of candida glabrata as candida zellanoides in association with the vitek® 2 yeast (yst) identification (ID) test kit. The candida glabrata result was obtained from biofire and morphology plate. The customer indicated they no longer has the patient strains. In addition, the customer was not willing to provide additional details regarding patient symptoms, treatments, outcomes, etc. There was no indication or report from the laboratory that the discrepant result led to any adverse event related to a patient's state of health. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report a misidentification of candida glabrata as candida zellanoides in association with the vitek® 2 yeast (yst) identification (ID) test kit. An internal biomérieux investigation was performed. Set up information was not provided by the customer; however, the customer indicated they were also getting low discrimination results and that the instrument was due for preventive maintenance (pm). After pm was completed, the customer reported they were no longer having issues. Two (2) lab reports were submitted that both showed a very good identification of c. Zeylanoides with two (2) atypical positive reactions (2kga, naga) for an identification of c. Glabrata according to the yst knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. It is possible that the atypical reactions may have been caused by the instrument since the issues resolved after pm. However, without the strain or raw data, it is not possible to further evaluate the cause of the misidentification. Vitek 2 yst lot 2430541203 met final quality control (qc) criteria and passed qc performance testing.